Manufacturer narrative:
(B)(4). Batch #n9154t. The device was returned with the upper jaw detached returned. In addition, the I-blade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested: what is the lot number of the device? What was the condition of the patient following the procedure?

Event description:
It was reported that during a laparoscopic vaginal hysterectomy procedure, the tip of the device broke off inside the patient. They managed to get the tip out of the patient. No further information is known at this time. There was no adverse consequence to the patient reported.